Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient has a battery that triggered a critical battery alarm twice while connected to only battery power.  Both times the battery that triggered the alarm was not the battery being used at the time. It was stated that there was no effect on the patient and the battery was taken out of service. No additional information available.

Manufacturer narrative:
It was reported events of critical battery alarms triggered by a battery that was not providing power at that time. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed four (4) critical battery alarms involving (B)(4) (connected to port 1) during these alarms batteries connected to port 2 were powering the controller. In each instance, the battery went from a high relative state of charge (rsoc) of 85% and 70% to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Analysis of the battery revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. The manufacturer has opened an internal investigation to evaluate communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.